Event description:
It was reported that when the patient presented in clinic for a routine follow up, the device could not be interrogated. The estimated longevity was over one year during the last check three month prior. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was able to communicate normally upon receipt. Review of the device image indicated a rapid battery depletion near end of service. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.